Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, issue resolved on it's own. The customer's blood glucose was 367 mg/dl. Customer continued to use the pump for insulin delivery.